Event description:
Procedure type: laparoscopy. According to the reporter: lap incision of stomach tumor .5mm flip top converter, lost the seal into the pt. The surgeon removed the valve from the abdomen successfully. No pt injury was reported. No add'l info available at this time.

Manufacturer narrative:
Date initial report sent: 08/04/2008.